Event description:
It was reported that this pacemaker was part of a system revision due to infection. Serous and purulent fluid was noted when the pocket was opened despite conservative management. The patient has been on oral antibiotics however, local cellulitis and pain worsened. There were no additional adverse patient effects reported. The pacemaker was explanted.